Event description:
It was reported that a revision was performed due to loose poly baseplate.

Manufacturer narrative:
The affected device was returned and evaluated. Our investigation noted all poly base plates were loose. Macroscopic photo analysis and visual inspection were performed. Burnishing consistent with adhesive wear was observed on the articular surface of the tibial insert. The backside of the insert had bone-cement attached only on the posterior curved section of the insert. The shape of the polyethylene insert from side view appeared deformed beneath the loading area. No scratches on the articulating surface of the femoral component were observed. The grit blasted surface of the femoral component has no bone cement attached. Visual analysis did not reveal any features of the components that would have contributed to the all-polyethylene tibial based loosening.